Event description:
It was reported that the patient underwent a surgical revision due to puncture of the right cylinder component of this inflatable penile prosthesis (ipp). The existing cylinders were removed and new cylinders implanted. There were no patient complications. The explanted components are expected for return.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of cylinder puncture/hole was confirmed via product analysis. The ams700 cylinders were visually inspected and functionally tested. There was a leak in both cylinders that was the result of sharp instrument damage consistent with explant damage. Based on the determination that this damage was likely due to explant it will not be considered a probable cause of this event because it is a secondary failure. There was a leak in the other cylinder due to fatigue at the corner of a fold. The allegation of malfunction was confirmed with the cylinder failure due to fatigue at the corner of a fold. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the device complaint was traced to a component failure during product analysis. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical revision due to puncture of the right cylinder component of this inflatable penile prosthesis (ipp). The existing cylinders were removed and new cylinders implanted. There were no patient complications. The explanted components are expected for return.